Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic showing high, out of range, high voltage lead impedance measurements. All other electrical parameters were normal and stable. Physician elected to monitor the patient through (B)(6).